Manufacturer narrative:
The data shows the pump experienced spikes in motor current, drops in motor speed and gradual decrease in flows. The device was returned for evaluation and the impeller was found to be damaged. Considering the patient had a transcatheter aortic valve replacement (tavr), the root cause of the low flows was interaction with the device during use.

Event description:
The complainant reported an (B)(6) years old hispanic/latino male patient had impella cp optical pump inserted independently. The pump had flows between 0.3 l/min at p2 with suction, the pump was returned for investigation.